Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was scheduled for a MRI safe device implant. During the implant procedure a non-MRI (magnetic resonance imaging) device was opened and implanted instead of a MRI safe device. The error was not noticed until the procedure was complete and the physician broke scrub. After discussion with the patient the patient¿s wishes were to replace the device with the MRI save one. The patient went back to surgery and the non-MRI device was explanted and a MRI safe device was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.